Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing, it was observed that the cable was severely kinked and twisted, and the image disappeared due to the damaged cable. In addition, service found that the adapter was very twisted, the coupler no longer held the adapter, and the keys were worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the cable was broken and the image disappeared when the cable was moved. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, the only information provided was that the issue did not occur during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.